Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). The user did not provided further information about this event. The device history record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject uhi-3 was not returned to olympus medical systems corp. (Omsc). The uhi-3 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
(B)(6) informed olympus (B)(4) of the event below on march 13th, 2019. The patient suffering from acute cholecystitis was sent to the department of surgery and anesthesia for laparoscopic cholecystectomy on (B)(6) 2018. The patient was combined with laparoscopy to provide video conditions and surgical space with pneumoperitoneum. The user set the set pressure of the subject uhi-3 for 13 mmhg. Under normal circumstances, the abdominal pressure will reach set value within 1 minute, but 3 minutes passed, the subject uhi-3 showed the abdominal pressure for 6 mmhg. After checking the pneumoperitoneum pipe joint, leakage had not been found. Because the abdominal pressure of the subject uhi-3 did not reach the set value, the field of vision was not enough and the surgical space was not enough during the operation. The user replaced the subject uhi-3 with an unspecified pneumoperitoneum device and the procedure was proceeded. There was no report of the patient¿s injury regarding this event.